Event description:
A report was received that the patient had a hard time getting the ipg to fully charge. The bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to suspected malfunction. The patient was doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a hard time getting the ipg to fully charge. The bsn representative analyzed the database and confirmed premature battery depletion. The patient will undergo an ipg replacement.